Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05460. The pt received his scs system including an ipg and a paddle lead on (B)(6) 2011. It was reported the pt's ipg and lead were explanted due to an infection. A culture was taken, and came back negative. The infection was treated with oral antibiotics. The status of the pt is unk. No further info is available at this time.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was received incomplete and the terminal end was missing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.